Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a laparoscopic cholecystectomy, the surgeon was able to squeeze the handle, the clips were unable to load properly into the jaws, the jaws were bent. A new device was opened to resolve the issue. There was no patient involvement.